Event description:
Boston scientific received information that during the changeout procedure of this cardiac resynchronization therapy defibrillator (crt-d) difficulty was reported with loosening the atrial setscrews. Boston scientific technical services (ts) stated that there are two setscrews for the lead and asked the field representative to verify that they were both loosened. The field representative verified and the lead was able to be successfully removed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.